Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was returned, analyzed and the analysis found that the programmer boots up with an error. It was also noted that the power cord bay door was broken, the left keyboard hinge was broken, the rf head functional test was out of specification, the ECG connector was loose on the rf head, the lower case was missing a foot and the upper hinge plate was cracked and the top hinge plate screw was loose.

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.